Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the screen calibration becomes inaccurate, rendering the device unusable. User attempted to recalibrate, but calibration becomes immediately inaccurate again. The screen protector was changed, but the new screen protector did not resolve the issue. It was observed that the problem occurs with or without a screen protector. There was no patient involvement, therefore no patient or user health consequences or impact.